Manufacturer narrative:
Medical device expiration date: na. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using the bd bactec¿ fx, instrument bottom, packaged it was found that the feet were broken. No patient impact was reported. The following information was provided by the initial reporter: attempted to perform pm and found that feet were broken.

Manufacturer narrative:
MFR report # 1119779-2022-01272 is being canceled. Complaint has been reviewed and it has been determined that the broken feet is a routine replacement and therefore, not reportable.

Event description:
It was reported that while using the bd bactec¿ fx, instrument bottom, packaged it was found that the feet were broken. No patient impact was reported. The following information was provided by the initial reporter: attempted to perform pm and found that feet were broken.